Event description:
It was reported that intermittently the stenoscop system will not update fluoro image. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a loose connection in the c-arm generator assembly. The system was tested and found to be working as intended and placed back into service.